Manufacturer narrative:
Based on the data provided, a specific root cause could not be determined. General root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, and contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys troponin t stat assay results for proficiency material and a patient sample beginning on (B)(6) 2016. Erroneous results for the patient sample were obtained on (B)(6) 2016. The initial patient result was 0.382 ng/ml with a data flag and the automatic repeat result was 0.147 ng/ml. The repeat result was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 15349101 with an expiration date of 06/30/2017. The field service representative found there was a possible obstruction in the measuring cell. He had the customer perform liquid flow cleaning and run precision testing on a patient sample and with both levels of qc. All results were within specifications.